Event description:
It was reported that the customer received a power source alert after plugging the pump in to charge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.